Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that insulin leaked from the reservoir past both o-rings during a prime attempt. The blood glucose reading 183 mg/dl. The caller stated that the reservoir had been discarded. She reported that the customer had filled up the reservoir and was filling the end piece when he noted that the insulin was completely gone. She stated that the insulin had previously read 80 units on the reservoir and that the leak occurred in the insulin pump. No insulin was observed in the battery compartment, reservoir compartment, nor under the display screen. Advised the caller to retrieve the reservoir and to return it for analysis. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.